Event description:
It was reported a patient's right ventricular (rv) lead presented with an impedance anomaly during a procedure on (B)(6) 2024. Lead abrasion was also noted. Post-procedure the patient was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with an impedance anomaly during a procedure on (B)(6) 2024. Lead abrasion was also noted and the lead was capped and replaced within the same operation. Post-procedure the patient was stable.